Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had buttons that were hard to press and were intermittently unresponsive. The customer did not know the blood glucose reading. The customer stated that she had to press the buttons multiple times to garner a response, especially the act and esc buttons. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.